Event description:
A physician reported that following the stent implantation surgery combined with cataract surgery detachment of descemet's membrane was noticed. The customer reported that the cannula and the arm may have been hit during surgery. The surgeon adjusted the position of the patient's head and the microscope so that he can directly observe the operative field with the gonioscope. The corner angle structure including the scleral spur and the trabecula was checked with the gonioscope to determine the insertion position of the stent. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received, indicating that there had been no issues with the product. No specific treatment was performed; only follow-up observation was conducted. The patient was returned to the referring hospital, as the postoperative condition was improving within two weeks. The device had been properly implanted.